Event description:
It is reported by (B)(6) at children's hospital that customer arrived at hospital with a high blood glucose reading of 307 mg/dl. Customer reported feeling sick and vomiting. Customer's diagnosis was ketones and diabetes ketoacidosis. During troubleshooting, the time was corrected and programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.